Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer had a car accident during the low incident. The customer was at 150 mg/dl before the low incident, and 132 mg/dl at the time of the call. The customer was given a glucagon shot and a gel pack to treat. The customer experienced symptoms such as memory loss. The customer was wearing the insulin pump during the incident. The customer was not using sensors during the event. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.